Event description:
Litigation alleges that the patient experienced debilitating pain on account of his asr right hip implant. Litigation further alleges that the patient experienced discomfort in his hips and legs, thereby interfering with his ability to perform daily living activities.

Event description:
Patient was revised due to elevated ion levels.

Manufacturer narrative:
Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.